Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with packing strip. The customer states that a pt cavity was repacked by the surgery resident with 1 inch packing strips. The strips became lodged in the cavity when the packing strips were to be changed. The pt was taken to surgery and a 4 inch incision was created and the strips were removed using hemostats. This was when the surgeon discovered that the 1 inch packing strips had broken into 4 separate pieces.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.